Manufacturer narrative:
The device history records (DHR) were reviewed for all possible lot numbers provided and indicated that the product was released accomplishing all quality standards. There were no exceptions recorded that could lead to the issue reported. A physical sample was not received for the investigation. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Retained samples were inspected and there were no miscounts found. The manufacturing process was also reviewed; the gauze sponges are banded every ten pieces. One piece of gauze sponge is indexed out for each ten-piece bundle during machine folding which is the first count that takes place. A worker then bands 10 sponges in a bundle and verifies the count for a second time. The 10 pieces of banded gauze sponges are then weighed at an automatic weighing system before packaging to confirm the quantity a third time. Only product with the correct quantity is then transferred to the next process stage. Sampling inspections are performed during both the production process and final product release process to ensure that the sponge quantities are correct. There were no abnormal findings during the entire investigation including the review of the manufacturing process, retained samples, and the dhrs. As a result, the root cause of this issue could not be determined, and corrective actions are not applicable at this time. The details of this complaint will be communicated to the relevant sectors for awareness. In addition, we will continue to track and trend this type of issue as part of our complaint review process.

Event description:
The customer reported that one pack of sponges contained 11 pieces instead of 10 and another contained 9 instead of 10. No injuries occurred.

Manufacturer narrative:
The incident samples have been requested but to date have not been received for evaluation. If the samples are received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.